Manufacturer narrative:
The instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted prostatectomy procedure, fragments from the maryland bipolar forceps instrument fell into the patient. There was no report of any patient harm, adverse outcome or injury due to the reported issue; however, it is unknown what caused the instrument breakage. Furthermore, the location of the broken fragments is unknown.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the cable on the maryland bipolar forceps instrument broke and non-metallic pieces at the tip of the instrument fell into the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. No other information was provided.